Manufacturer narrative:
Cmpl-(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event/problem- corrected information; d4: model no- corrected information; d4: serial no- corrected information; d4: expiration date- corrected information; h2: type of follow up- corrected information; h4: device mfg date- corrected information; h6: corrected information

Event description:
Subsequent to the initial MDR, a correction is required.